Event description:
It was reported that 2 bd alaris smartsite low sorbing secondary sets experienced component separation. The following information was provided by the initial reporter: a second chemo spill occurred today that was brought back by the nurses. We are tugging on the tubing prior to dispensing the medications to the nurses so I am uncertain what happened in this case. We did not have additional drug for this patient who was very upset and could not come back for a make-up infusion. As we deal with chemotherapy, this is an extreme risk for pharmacy staff, nursing staff and patients (especially since we use phaseal optima which should be a complete closed system).

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21069688, medical device expiration date: 2024-06-16, device manufacture date: 2021-06-16. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: a complaint of tubing separating and leaking during infusion was received from the customer. Three photos were provided for investigation. In two of the photos the drip chamber is seen separated from the rest of the set. In the third photo, the set is separated below the roller clamp. The customer complaint was confirmed. A device history record review for model 10014881 lot number 21069688 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not returned, a definitive root cause could not be determined. A possible root cause for this defect is an insufficient amount of solvent being added to the connection site of the drip chamber, causing it to separate. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.